Event description:
The customer reported the system locked up and would not complete boot up. No patient injury was reported.

Manufacturer narrative:
The customer cleared the fault. There was no ge service performed. No conclusion can be drawn as repair information is not available.